Manufacturer narrative:
Update made to d5: operator of device: health professional (previously submitted as other). The user facility submitted medwatch (B)(4) for this event. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water test was performed and no defects were observed that could generate leak-y-site interlink or lad. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set leaked at the y-site (clearlink component). The issue occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter additional phone no.: (B)(6). G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.